Event description:
It was reported that the patient became non-responsive/unconscious with high fever, profuse sweating, and increased spasticity approximately 24 hours after a baclofen/pain pump replacement for eos (end of service) and catheter replacement. The patient was currently in the neuro ICU (intensive care unit). The logs were checked, and an angiogram on (B)(6) 2015 and an MRI (B)(6) 2015 showed no anomalies. A CT scan (computed tomography) showed brain bleed. The healthcare professional (hcp) were attempting to figure out where the bleed was coming from. The hcp decided to dose the new pump/catheter ¿as low as simple continuous would allow¿ to prevent withdrawal ¿in case she was getting some.¿ the patient was currently alive with injury. The patient was awake and alert, ¿though a little confused.¿ the hcp at the ICU were ¿hoping to send her home in the next day or so.¿ later it was reported that the patient had had a stroke which was ¿unrelated to the pump.¿ the patient had familial history with brain aneurysms and had a similar event after a kiari¿s malformation surgery a few years ago. The manufacturer¿s representative stated that the patient had a ¿very complex medical history¿ and the pump itself was not suspected to be related to the event. The pump was used to infuse baclofen (compounded), morphine, and clonidine. No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).